Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, cracked display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted and all of the buttons functioned properly. However, corroded keypad traces were noted.

Event description:
It was reported that the insulin pump had ramping numbers during a bolus attempt, and then the insulin pump alarmed button error thereafter. The reporter did not provide the blood glucose reading. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.